Event description:
It was reported that a et45g was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that the jaw would not open after insertion into the trocar, so the doctor did not use the device. There was no consequence to the patient.